Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to control board issue. A field service engineer replaced the control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had a drawer failure. The customer stated that the malfunction occurred when the user tried to issue medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.